Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was completely unable to fire the clip applier. The surgeon was unable to squeeze the handle. A new clip applier was used to resolve the issue. There was a blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received partially applied with three clips remaining. The clip counter was not active. The handle was actuated upon receipt (handle on ratchet). It was reported that the interlock was premature. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the instrument, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handles completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was completely unable to fire the clip applier. The surgeon was unable to squeeze the handle. There was blood loss but not 500cc. The blood loss occurred when the surgeon exchanged devices over the bleed, so when the surgeon removed the grasper off the bleed to put the clip appliers over the bleed, there was evident blood loss because the clip applier was unable to be fired. There was additional blood loss whilst the surgeon tried to figure out how to fire the device and then also when needed to return the grasper to cover the bleed whilst the surgeon opened a new clip applier.